Event description:
Customer mentions bleeding from her nipples and therefore she went to see a health professional who has diagnosed her with a 5 week infection. The customer had to go hospital for punctures and abscess to help with the breast infection. Customer complaint reported from us.